Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case the delivery system balloon ruptured while deploying the sapien 3 valve. The final valve position was 80:20 aortic with no pvl. The patient was stable at the end of the procedure and was transferred to cvru. The device will be returned for evaluation. The surgical team believed the native leaflet and stj calcium were the perceived root cause of the balloon rupture.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed longitudinal and radial tears on the inflation balloon due to the balloon burst, with no balloon pieces missing. Additionally, no visual balloon abnormalities (stretching, surface scratches, fish eyes, gel spots) were observed on the device. Dimensional analysis of the device revealed that the inflation balloon single wall thickness was within specification. Additionally, no manufacturing non-conformances could be identified. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was confirmed based on device visual inspection. A review of manufacturing mitigations, IFU/training, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that patient factors (severe native leaflet calcification, mild native annulus calcification, moderate aortic root calcification) may have contributed to the event. Based upon the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.